Manufacturer narrative:
The component failure is being attributed to stresses being applied over time leading to eventual material fatigue of the top plate. A corrective and preventative action (CAPA (B)(4)) has been implemented to investigate, correct, and monitor effectiveness. As a result of the CAPA investigation, it was decided that a thicker 8 mm material be used for the top plate, replacing the current 6 mm design. With this material design change, it was determined the change to the thicker material improved the overall strength of the component making it less susceptible to material fatigue when exposed to log term stresses. The redesigned component will be installed on the device, and the chair returned to the end-user. The DHR was reviewed and chair met specification prior to distribution.

Event description:
Received report of end-user having leaned forward in the seating to place lift sling behind in order to transfer. When doing so, it was reported the seating started to lean forward at an extreme angle. Inspection of the device indicated the upper plate of the fixed seat tube started to detach from the inner tube. It was reported end-user remained in the seating and no injuries occurred due to this event.